Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a polyp biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the device would rip the tissue instead of cutting it, which caused bleeding. Reportedly cautery was used to treat the bleeding. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).